Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure in the large intestine on (B)(6), 2010. According to the complainant, the needle of the injection gold probe was unable to be retracted back into the sheath. They were able to use another injection gold probe to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure in the large intestine on (B)(6), 2010. According to the complainant, the needle of the injection gold probe was unable to be retracted back into the sheath. They were able to use another injection gold probe to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A visual examination found that the device returned with a kink in the middle of the catheter. Functionally, when the handle was actuated, the needle failed to retract. The catheter was dissected at the area of the kink, and the hypotube was found to be fractured which inhibited the needle's movement. The condition of the returned incident device was consistent with the complaint that needle failed to retract. The evaluation found that the hypotube was fractured which prevented retraction. The fracture likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.